Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge using proper techniques, and the customer successfully resumed insulin therapy.